Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: subsequent follow-up with the customer, additional information was received. It was reported that there were no fragments generated. The or nurse found the anchor tip broken just after the product was opened and before the product was implanted into the patient. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained hat was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a bankart repair, the tip of a lupine loop plus anchor w/orthocord ds broke. The device was received and evaluated. Visual observations revealed that the anchor is still attached on the applier. Some of biological matter could be found on the anchor. The anchor was found to be broken on one of its teeth. The returned sutures were inspected for their integrity, no anomalies could be found. According with the visual inspection results, this complaint can be confirmed. The possible root cause can be attributed to the handling of the device, probably an excessive force could have been applied at the moment of insertion, however this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device lot number 6l75646 and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a bankart repair procedure on (B)(6) 2020, it was observed that the tip on the lupine loop plus anchor w/orthocord device broke. There were no fragments generated. Another like device was used to complete the procedure successfully without delay. There were no adverse patient consequences reported. No additional information was provided.